Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window detached near the lapjoint section. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage. Impedance testing showed a good unit wave form. Image and functional tests could not be performed due to the condition in which the device returned.

Event description:
Reportable based on device analysis completed on 28sep2021. It was reported that visualization issues occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. However, when the device was delivered to the lesion, the image on the screen came out totally black. There was no patient injury. However device analysis revealed a detachment at the lapjoint.